Event description:
During an implant procedure, an evoke tunneling tool was selected. Upon opening the packaging, the tunneling tool fell out. The inner package appeared to have an open seal at the bottom. The backing pouch was snug to the tunneling tool. A new evoke tunneling tool was used to complete the procedure, and the patient was successfully implanted and received the proper therapy.